Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin flow block was occurred. Blood glucose was 182 mg/dl. Troubleshooting was performed. Customer stated they had tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. (B)(4).